Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the first and second capsule failed to detach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient and 10 milliliters of blood was noted in the patient's esophagus and in both capsules upon removal. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. The patient complained of pain and there was esophageal tear.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the first and second capsule failed to detach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient and blood was noted upon removal of the capsules. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane.

Event description:
According to the reporter, the first and second capsule failed to attach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. There was no patient harm.

Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot#:63143f), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.